Event description:
It was reported that the right ventricular lead exhibited low, out of range, pacing impedance. No intervention was reported. No patient consequences were reported.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5146454.